Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during deployment inadvertent interaction with the mildly calcified and tortuous lesion and/or inadvertent mishandling resulted in the reported shortened stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, another stent was implanted to fully cover the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the popliteal artery. The 5.50x150mm supera self expanding stent system was advanced to the target lesion and the stent deployed however the stent shortened. Another stent was implanted to fully cover the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.